Event description:
It was reported that during a laparoscopic appendectomy, the first device misfired and as the device was being pulled out through the trocar, the device came apart. No pieces fell into the pt. A second device was used and the jaws were difficult to open and once opened, the jaws were unable to close at all. It is not provided as to how the case was completed. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2009. Evaluation summary: device a was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted and no damaged component was noted. Device b was received in good visual condition and with no reload present on the device. The device was tested for functionality with two test reloads and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the internal components and no anomalies were noted. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process. (Device b): (B)(4); exp date = 06/2014. (Device b): (B)(4) 2009.